Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after faradrive was inserted into body, blood was noted to be leaking back out of the hemostatic valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that a pressure bag was used for the irrigation of the sheath. Versacross connect for faradrive was inside the sheath prior to, and or at the time, the leak was observed. It was a slow drip leak. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after faradrive was inserted into body, blood was noted to be leaking back out of the hemostatic valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis and investigations is still in progress. It was further reported that a pressure bag was used for the irrigation of the sheath. Versacross connect for faradrive was inside the sheath prior to, and or at the time, the leak was observed. It was a slow drip leak. No other issue has been reported.